Event description:
Complaint received reported detachment/leakage issues with use of 42590-05 60" transpac IV trifurcated mtg kits. Two pt incidents were described as follows "...pt was being transported from surgery (attending clinician) noticed the pressure line on the top of the transducer of the arterial line was leaking heading up the ramp. (Attending clinician) tightened it and flushed the line to clear away any blood while transporting the pt to cic." The second incident reports: "...open heart CABG pt was being transported to cic after surgery. The art line tubing came undone and dripped blood on the floor." In each of the incidents, there were no reported adverse pt consequences. Additional info and availability of the involved devices were requested. As of the date of this report there has been no response. There were no reported adverse pt consequences. The involved devices were not returned for analysis and confirmed. The exact cause(s) of the reported problems are unk.

Manufacturer narrative:
Method and results: as part of ICU medicals continuous improvement initiates a multi-discipline team was initiated to perform in-depth analysis of intermittent field reports of inconsistent set connections of non-bonded (torque and hand tightened) configurations. Engineering studies of affected equipment and processes, including, component materials, design and dimensional attributes, assembly techniques, packaging specifications and training effectiveness were conducted. Concurrent with these activities, heightened in-process testing and inspection of affected sub assemblies and finished builds were initiated. The teams efforts identified potential cause(s) and as applicable potential solutions which included: connections coming loose during transit and initial handling/usage; equipment: a review and analysis of current torque tooling maintenance was performed to determine whether optimal torque tooling practices were being followed. Component material attributes and characteristics: components made of (B)(4) may exhibit minor material expansion that could cause the luer components to "back off" during expansion. Engineering studies/data suggested components made from (B)(4) show the retention torque is higher. Component material modifications were qualified, validated and are in various stages of implementation. ICU medical will continue to monitor and trend reports of this nature as well as the effectiveness of the improvements that were put in place.